Event description:
Pt called lfs on 8/13/03 alleging their meter would only prompt a check fail message while attempting to perform a checkstrip test. The pt reported symptoms of blurry vision while attempting to test. No medical intervention was needed. The issue was not resolved with troubleshooting. No further info has been reported.